Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade IV.

Event description:
Patient representative reported capsular contracture baker grade IV on left, seroma. The device remains implanted.

Event description:
The device has been explanted and replaced.